Manufacturer narrative:
(B) (4). This reported lot number is subject to the recall initiated on feb 8, 2010. Therefore, this report requires a 5 day MDR based on this new info.

Event description:
Procedure type: hernia. According to the reporter: product did not fire properly. Pulled another device to complete the procedure. There was no report of pt injury, unanticipated blood/tissue loss, or extended operating room time.